Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced uncomfortable as well as ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted and replaced with a different scs system.

Event description:
Follow up information identified the issue is resolved.

Manufacturer narrative:
Explant date inadvertently entered incorrectly on the initial report.

Event description:
Further review revealed the leads were not explanted on (B)(6) 2017. However, the correct surgery date was (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.